Manufacturer narrative:
On 2/6/2020, it was reported to mentor that the replacement devices were mentor memorygel breast implant (B)(6). Reason for device explant and/or reoperation: capsular contracture and rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, it was reported to mentor that the devices were discarded. The patient experienced bilateral capsular contracture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date problem observed was (B)(6) 2019. The race was caucasian. The date of replacement surgery will be (B)(6) 2020. The replacement devices information is unknown at this time. The healthcare professional name: dr (B)(6) and phone : (B)(6). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: a mentor memorygel breast implant 275cc, catalog number: 3507275bc, serial number: (B)(4), lot number: 5621216. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and experienced rupture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.